Event description:
During a routine shift check by a clinician, the device failed to power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has recieved the product.